Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was not calculating the correct bolus amount and the insulin pump is under dosing. Customer stated that she is forced to calculate herself. Customer also mentioned that the audible alert is not loud enough. Customer also stated that she is new to the insulin pump and is learning to use the device. No further information reported.